Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated blood glucose of 233 mg/dl after eating a donut without announcing the meal while using the ilet system and was advised to delay additional intake until a regular meal to allow glucose to return to range. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention or hospitalization. Investigation included case triage and user education regarding missed meal announcement and its impact on glucose control. Investigation of this case revealed user error related to a missed meal announcement while the device functioned as designed. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.